Manufacturer narrative:
The investigation into the high purge pressure and the access site bleeding ¿ minor issues has been completed since the initial report was submitted. The product was not returned for investigation. According to clinical details, bleeding was reported from multiple access sites. High purge pressure related alarm was observed during impella use. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the access site bleeding issue was most likely patient condition related since the bleeding was reported form multiple access site.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. As support continued, a high purge pressure alarm was triggered. Troubleshooting was attempted but the issue remained. The pump was explanted the following day. There was no report of patient harm.